Event description:
Add'l info rec'd from MFR 10/18/02: 1. The device is an adult cas reusable blood pressure cuff, model cr5214. It is commonly called the tuffcuff (hereafter referred to as the cuff). 2. The lot number has been requested but not made available. 3. Pt was sleeping and there were many successful measurements until the last attempted blood pressure reading. Monitor was subsequently checked adn is ruled out as a cause. Cuff has been asked for. Although it shouldn't matter, the cuff used was not the type supplied or recommended for this monitor. 4. With the monitor actually ruled out as a root cause and the cuff not available for evaluation, there can only be speculation that because of its intermittent nature, debris may have been in the cuff, which moved to the inflation tube orifice, clogging it as air evacuated the cuff. Another possibility is that the pt moved their arm in such a way, during that last measurement that the inflation tube exiting the cuff was pinched closed. No alarm has been reported however. 5. Cuff failures are generally leakage related. There are no other complaints of this type on record at cas. 6. 7/00/02. The day of the month has been blacked out on the medwatch 3500 form. 7. Cas was first made aware of the reported incident on 9/11/02. 8. The customer and initiator of the report has been asked to return the product for evaluation. They have yet to do so. The monitor that operated the cuff was tested and found to be fine. Customer says they removed the cuff from svc.

Event description:
Non-invasive blood pressure cuff used in hyperbaric oxygen chamber did not deflate after the last bp measurement. Only after the pt was removed from the chamber was it noticed that their left arm was swollen and had a purplish discoloration in the distal 1/2 of arm. The pt did not have any pain or decrease in movement to the arm or fingers. The swelling and bruising subsequently disappeared within 2 weeks. The cuff has been removed from svc.

Event description:
Add'l info rec'd from MFR 10/18/2002: 1. The device is an adult cas reusable blood pressure cuff, model cr5214. It is commonly called the tuffcuff (hereafter referred to as the cuff). 2. The lot number has been requested but not made available. 3. Pt was sleeping and there were many successful measurements until the last attempted blood pressure reading. Monitor was subsequently checked and is ruled out as a cause. Cuff has been asked for. Although it shouldn't matter, the cuff used was not the type supplied or recommended for this monitor. 4. With the monitor actually ruled out as a root cause and the cuff not available for evaluation, there can only be speculation that because of its intermittent nature, debris may have been in the cuff, which moved to the inflation tube orifice, clogging it as air evacuated the cuff. Another possibility is that the pt moved their arm in such a way, during that last measurement that the inflation tube exiting the cuff was pinched closed. No alarm has been reported however. 5. Cuff failures are generally leakage related. There are no other complaints of this type on record at cas. 6. 07/00/02. The day of the month has been blacked out on medwatch 3500 form. 7. Cas was first made aware of the reported incident on september 11, 2002. 8. The customer and initiator of the report has been asked to return the product for evaluation. They have yet to do so. The monitor that operated the cuff was tested and found to be fine. Customer says they removed the cuff from service.